Event description:
Drive medical has received an end-user complaint on a rollator originally imported by drive medical. It was alleged that the left-front caster kicked out causing the end-user to fall and hurt his elbow. Allegedly the end-user had surgery last week. This MDR report is based on the customer complaint.